Event description:
Arrow epidural catheter broke off in pt's epidural space in lumbar region. Another issue at our (B)(4) facility with the same product. Difference was that on their product, the number of where catheter was inserted disappeared when stretched. Dates of use: (B)(6) 2010 - (B)(6) 2010. Diagnosis or reason for use: labor/delivery of newborn. Event abated after use: yes.